Event description:
It was reported that the ventilator failed the flow transducer sub-test during the pre-use checks tests. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
The returned air gas module which regulates the inspiratory air gas flow to the patient has been investigated. The gas module was installed in a reference system for simulated-use testing. The pre-use checks tests didn't fail the flow transducer sub-test. Then the gas module was tested in the gas module test system, the conclusion is that the electronics has, over time, drifted outside its specification. This failure mode will normally be detected during the pre-use checks tests. If the failure mode were to occur during a running mode situation, the consequence is that the tolerances for the delivered flow/volumes to the patient are marginally reduced, with less accuracy. The failure with the flow transducer sub-test during the pre-use checks tests was confirmed in the received device logs. We could trace back the reported problem to (B)(6), therefore the date of event was determined as (B)(6) 2016.

Event description:
(B)(4)